Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is falling apart. The insulin pump has cosmetic damage. The blood glucose reading is 197 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with a scratched lcd window, cracked case, cracked reservoir tube lip, broken battery tube threads and detached end cap.